Event description:
It was reported that during video assisted thorascopic procedure, the device cut through lung tissue but did not staple, fell out loose and did not form a staple line. The knife blade did not return completely into handpiece of device. There was no adverse patient consequence.